Event description:
It was reported two times that the bd luer-lok¿ syringe sterile, single use, 10 ml, were cracked. The following information was provided by the initial reporter: two empty 10 cc syringes were cracked today. I did not drop them or step on them or anything. This has never happened to me before.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 1-jun-2022. H6: investigation summary: three samples were provided to our quality team for investigation. Through visual inspection barrel crack is observed on all three samples. The air bubbles were not observed as the fluid had been removed from the syringe. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 2034065 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 2034065. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported two times that the bd luer-lok¿ syringe sterile, single use, 10 ml, were cracked. The following information was provided by the initial reporter: two empty 10 cc syringes were cracked today. I did not drop them or step on them or anything. This has never happened to me before.